Event description:
Pt's meter was reported to have no power. This issue was not resolved with troubleshooting. Medical affairs specialist called and spoke with the pt in 2004, who provided add'l info. Pt stated that they have not yet been diagnosed as a diabetic, but since they have been on prednisone steroid, they were instructed to "keep an eye on the blood sugars". Their meter stopped powering on since last week. There was no trauma to the meter. The condition of the batteries and the contacts was good. Since their meter was not working, they visited their dr's office, where their blood glucose was 211 mg/dl. They did not receive any treatment at the dr's office. This case is reported as a meter malfunction since the power issue was not resolved. A replacement meter was sent to the pt.